Event description:
A patient reported that she fell down in her home. One of the legs closest to the user broke off.======================manufacturer response for walker, delux folding walker, two button with 5" wheels (per site reporter).======================they called and required I send the walker back to them for investigation.